Manufacturer narrative:
The reported malfunction was observed during an onsite visit by a zoll representative. However, the reported problem could not be duplicated with the device. The device was put through extensive testing, which included bench handling without duplicating the malfunction. The front enclosure assembly was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would intermittently not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.